Event description:
Philips received a report in which a patient claimed to have sustained a ruptured eardrum as a result of an mr examination.

Manufacturer narrative:
It is known that the acoustic noise level of an mr system may be high enough to cause discomfort or result in temporary or even permanent loss of hearing when no adequate hearing protection is applied. Philips mr scanners fulfill the requirements as formulated in the iec60601-2-33 standard with respect to the allowed maximum acoustic noise production, and are designed to be significantly quieter than the level set in this standard. Adequate hearing protection is necessary to prevent hearing complaints. The minimum level of protection is prescribed in the instructions for use (IFU): ensure to use acoustic damping of 30db or better. The IFU also states the special attention must be paid to patients to whom the headset or earplugs cannot be applied adequately. Furthermore, it stated that the operator should be trained to fit the earplugs properly. In this case only a headset was provided to the patient, no additional earplugs were used. Input: system: ingenia 1.5t (srn (B)(6)). Sw: r5.7.1.3. Date: (B)(6) 2024. Patient: a female patient, age 22. Time of examination: 18:38- 8:57 hr. Actual scan time: 936 seconds. Results: offered attenuation: 20 db (hearing protection: headset only). Calculation is performed with 20 db. The calculated noise level (dba 1hr): 104.5 dba. Attenuated level is 104.5 - 20 = 84.5 dba. Below '99 dba 1hr"and therefore it is within the limits.